Manufacturer narrative:
(B)(4). This lot was manufactured from february 24, 2014 to february 25, 2014. Evaluation summary: the sample was not returned; however, a photograph was provided for evaluation. Photographic inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into its overpouch. This occurred after filling and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.